Event description:
Medtronic received information that prior to the implant of this 26 mm transcatheter bioprosthetic valve, when the delivery catheter system (dcs) was opened and passed to medtronic personnel on the table, it was noted that the blue deployment handle was split into two pieces. It was reported that the dcs had a broken handle in the package as there had been no attempt to use the device. A second dcs was used to successfully complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the capsule appears intact with no evidence of damage. The device was received with the handle components detached from the dcs. The tip-retrieval mechanism appears intact. The carriage components are observed to be undamaged. The device was returned with the end cap/screw gear snap fit connected. From close observation, both tabs appear to have separated from the deployment knob. The two tabs came back with the device in the packaging. A kink is observed along the proximal end of the inner member shaft near the spindle hub. The spindle hub appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned for analysis. The device was received with the handle components detached from the dcs, confirming the reported event. The deployment handle tabs were observed to be detached. Deployment handle (actuator) separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.